Event description:
It was reported that the pump infused all medication but was showing 30 ml was left. Per reporter, the pump completed infusion at 138 ml - all settings were the same. Programming mode: continuous reservoir volume: 138. Given: 137.3 ml. Upstream sensor was off. Length of infusion: 46 hours. Lock level: 2. Per reporter, this event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and device history review; the customer problem was not duplicated. There was no physical damage observed. The cassette was filled with 100 ml of colored water using a syringe to detect any occlusion, and there were no discrepancies detected during functional testing. The device history record indicates there was no non-nonconformance or deviation related to the delivery accuracy allegation.